Event description:
It was reported that while administering anesthesia to a surgical patient using the anesthesia machine, the device suddenly alerted a respiratory system malfunction, prompting immediate replacement with a backup unit. No patient injury reported.

Manufacturer narrative:
Based on the log analysis the entry "breathing system failure" was found on the reported date of event indicating a difference between the set and measured tidal volume. No hints for a ventilator failure or stop of ventilation identified. After the case the device was inspected and a faulty rolling membrane was found. Photos provided show a crack-like hole which appears to have caused by external forces. The hole was not caused by brittle or porous material. It is conceivable that it was damaged during reprocessing. In addition, the use of incorrect or unauthorized disinfectants could also lead to damage to the material. The question as to which disinfectant is used for reprocessing remained unanswered. The same hospital had previously reported three other devices with the same fault what possibly indicates a general reprocessing issue. Since also no answers were received to further questions a detailed root cause analysis was not possible. Furthermore, it is not clear how long the part was in use. The piston diaphragm has a recommended replacement interval of one year. It can be concluded that the device reacted to the detected situation as specified by posting a corresponding alarm to inform the user. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while administering anesthesia to a surgical patient using the anesthesia machine, the device suddenly alerted a respiratory system malfunction, prompting immediate replacement with a backup unit. No patient injury reported.